Event description:
It was reported that 10 days after a sinus procedure that involved stammberger sinus dressing, the patient presented with product residue still in the surgical site. The surgeon alleges that this contributed to the patient developing a possible post-operative staph infection, however no further details regarding the alleged infection or post operative care were provided.

Manufacturer narrative:
The customer's complaint could not be verified and the root cause could not be determined with confidence as the reported used product had been disposed of by the complainant. A review of the DHR for the subject lot number identified that the product met all manufacturing specifications, including the sterility of the product, when released into distribution. Factors not related to the manufacture or design of the product that could have contributed to post-operative infection include: (1) application of the product inconsistent with recommended labeling instruction which may include the use of mixing agents other than sterile water; (2) the patient's compliance to post op instructions; (3) the use of steroid nasal sprays. The complainant reported that the patient developed a staph infection; however, there was no evidence provided to confirm these allegations. IFU warns, "adverse effects include the possibility of infection, recurrent or persistent bleeding and dislodgement of the dressing necessitating medical treatment."